Event description:
(B)(4). Provided by insurer! Heavy menstrual cycles, golf ball sized blood clots, migraines, hair loss,swelling of legs, mood changes, memory fog,teeth falling out,cramps beyond words, burning of the uterus, insomnia.